Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record and complaint history for the reported lot could not be conducted, because the lot number was not provided. There was no reported device malfunction associated with the clip delivery system. The reported patient effects of hemorrhage requiring transfusion, dizziness and nausea, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported patient effects cannot be determined. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated dates (exact dates not provided). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that after the mitraclip was implanted, the patient is constantly dizzy and nauseous, and suspects that something was wounded in the procedure. The patient has been treated with blood transfusions. This event was found on an unspecified (B)(6) social media site. It was stated that the patient had a mitraclip implanted. The outcome was good; however, the patient is constantly dizzy and nauseous and suspects that something was wounded in the procedure. The patient has been treated with blood transfusions. No additional information was provided.